Event description:
It was reported that during a routine device changeout, a new ICD was connected to the chronic lead and worked fine. Upon manipulation, there was no capture and the patient went asystolic due to being pacemaker dependent. A slight decrease in rv resistance was noted with the new ICD. Noise was also noted. The chronic lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.